Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 01/13/2015 with the following findings: there were multiple cracks observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.